Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete essential performance testing) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was ECG a had been cut off and the front therapy electrode was missing. The root cause for damaged cable was physical abuse. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.